Event description:
Paramedics responded to a person described as in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and a countershock attempted. According to the reporter, the device would not transfer energy to the pt. A backup device was immediately used. No adverse affects to the pt were reported as a result of the alleged malfunction.